Event description:
Boston scientific rec'd info that this right atrial (ra) lead was explanted due to dislodgement. A new ra lead was successfully implanted, no add'l adverse pt effects were reported.